Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that customer's experienced a low blood glucose (bg) level of 44 mg/dl. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on the proper way to disconnect at site and not at the t:lock. Customer consumed carbohydrates and glucose tablets to address bg level.

Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.